Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an upper gi endoscopic procedure performed for a bleeding ulcer. According to the complainant, during the procedure the needle was advanced, and adrenalin was injected into the bleed site. When they tried to retract the needle, it was found to be stuck. The device was removed from the scope with the needle extended. The device had been checked prior to being introduced into the patient, and the anatomy was not tortuous. The procedure was completed with a standard injection needle. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
(B)(4): according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4)